Manufacturer narrative:
The field service technician assembled a new power plug assembly onto the existing power cord. The rover was functionally tested and returned to use.

Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the power plug assembly had been detached from the power cord, which exposed electrical wires. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.